Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the valve of the laparoscopic cap had a tear. Based on the condition of the returned unit, the valve of the event unit was unintentionally cut during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. A tear in the valve of the laparoscopic cap in not reportable as it is unlikely to cause or contribute to death or serious injury. The event was reported based on the event description and prior to evaluating the returned unit.

Event description:
Name of procedure being performed: na. Detailed description of event: all from medical leaders incoming inspection (B)(4): c8501 - tear in duckbill. Patient status: na. Type of intervention: na.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na. Detailed description of event: all from medical leaders incoming inspection im#20-02app/po#20-03app: c8501 - tear in duckbill. Patient status: na. Type of intervention: na.